Manufacturer narrative:
The device was received and evaluated at the service center. The reported complaint that the device had cloudy lens was confirmed. The following failures and actions were identified and taken with the device during evaluation : dent in outer tube. Outer tube bent. Distal tip damaged. Broken illumination fibers, transmission. Endoscope body damaged / scratched exchange of outer tube glass particles in optical system. The device was repaired, tested and found to be working according to specifications. The above damages to the device are most probably caused due to user mishandling of the device, possibly a fall. However, given the information provided we cannot discern a definitive root cause for the same. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on a unknown date the complaint for a scope was reported to have a cloudy lens. No surgical procedure was performed. This report is for one (1) hd epscp,4.0,30,167. This is report 1 of 1 for (B)(4).